Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331 and 4110. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation was performed. The implant has signs of use. The implant has markings from removal. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. ¿complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction did not occur. The returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. Bone loss is a non-verifiable event as well. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.

Event description:
It was reported that the implant at tooth site #31 was removed due to bone loss and pain. The tooth was extracted with bone grafting on (B)(6) 2022. The implant was placed, fully guided, on (B)(6) 2025 uneventfully. The patient was sent for follow-up on (B)(6) 2025 and there was no issue detected with healing, but the patient had discomfort. She mostly pointed extra orally toward the temporomandibular joint and thought that it might be related to opening during surgery and decided to follow up in three weeks. The patient was seen on (B)(6) 2025 and she felt better but I noted suppuration on the buccal of the implant with mild inflammation. It was thought that it might be the encode impinging on the soft tissue. The patient was anesthetized and the encode was removed. Bone loss was noted between the implant and the buccal bone wall. The patient had pain when touching the implant. It was decided to remove the implant and graft the tooth site. An additional appointment was anticipated after the site was healed to replace the implant. Symptoms as a result of the event: abscess, pain and inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.